Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if additional information is rec'd, a supplemental report will be sent.

Event description:
Report rec'd from the USA stating that the device had a hole in the hose. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no add'l info provided.